Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.

Manufacturer narrative:
Insulin pump had a cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported his insulin pump has cracks on the lcd display, the battery compartment, and on the reservoir compartment. The damage is from normal wear and tear. Customer's blood glucose was unknown. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.